Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. Corrective action was not indicated. H10 additional narrative:  added: d10 corrected: h6 (patient). Recaptured: h6 (device).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Competitor cement was used.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.